Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 343 mg/dl. The customer treated with the insulin pump. Customer's blood glucose value was 298 mg/dl at the time of the call. Customer reported that the high blood glucose levels began (B)(6) 2017. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles. Customer declined to check site or insulin issues. The device settings were correct. The insulin pump failed the high-pressure test twice. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.